Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if dianeal and extraneal therapies were ongoing. No additional information is available.